Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with no complications. Post-procedure treatment was aspirin and clopidogrel for 1 month and then long-term aspirin. A routine follow-up performed on (B)(6) 2019 showed the device in good position with total occlusion of the laa. On (B)(6) 2021, the patient experienced sudden pain in their back between the shoulders and also dizziness. They were admitted to the emergency department with a suspicion of aortic dissection. Acute computed tomography (CT) scan is without signs of aortic dissection, but demonstrated a pericardial effusion and reduced left ventricular function. Acute coronary angiography was performed and no obstructive lesions were noted. There was no signs of a myocardial infarction. A pericardiocentesis was performed, removing 250 ml of fluid. There were no tumor cells in the pericardial fluid/blood. There was no more bleeding after pericardiocentesis and the patient was doing fine and back to a normal state. A transesophageal echo (tee), magnetic resonance (mr) and CT scan all showed the device in good position without any signs of frame fracture or localized bleeding around the device.

Manufacturer narrative:
(B)(6).